Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and hyperthyroidism ('hyperthyroidism') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bipolar disorder and obesity. Concomitant products included levothyroxine since 2016, omeprazole since 2016, prazosin since 2018 and sertraline since 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"), migraine ("migraines / headaches") and arthralgia ("joint aches"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced constipation ("constipation"). In (B)(6) 2016, the patient experienced hyperthyroidism (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("depression"), mood swings ("mood swing"), anxiety ("anxiety") and bipolar disorder ("bipolar disorder"). The patient was treated with surgery (ablation and essure removal surgery, on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, hyperthyroidism, abdominal pain, dysmenorrhoea, depression, weight increased, alopecia, urinary tract infection, migraine, allergy to metals, mood swings and anxiety outcome was unknown, the constipation and bipolar disorder was resolving and the arthralgia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, bipolar disorder, constipation, depression, dysmenorrhoea, hyperthyroidism, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for hyperthyroidism. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs received. Event psych injury was updated to depression and gi condition was updated to constipation. New event: abnormal bleeding (vaginal, menorrhagia), uti, migraines / headaches, mood swings, anxiety, joint aches and bipolar disorder were added. Onset date of the events were added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), hair loss, hyperthyroidism and weight gain. Reporter information, medical history, concomitant drug and lab data were added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and hyperthyroidism ('hyperthyroidism') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hyperthyroidism (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi conditions") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and essure removal surgery, on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, hyperthyroidism, abdominal pain, dysmenorrhoea, psychological trauma, weight increased, gastrointestinal disorder and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, gastrointestinal disorder, hyperthyroidism, menorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: plaintiff received treatment for hyperthyroidism diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s);(unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Injury nos replaced with new event pelvic pain. New events abdominal pain, dysmenorrhea, menorrhagia, hyperthyroidism, psych injury, weight gain, gi conditions, hair loss were added. Lab data, reporter¿s information, patient¿s demographics were added.